Manufacturer narrative:
Two spine clamps were returned to the manufacturer for analysis. One of the two attachment screws had tool marks around the head of the screw, but both hex heads are intact and functional. The screw threads were also undamaged. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 11/21/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site representative reported that their open spine clamp screw was worn out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.